Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1lp1m, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for fecal incontinence/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported the patient had an infection at the ins site. The hcp mentioned that when he removed the bandages form the stage I procedure at the stage ii procedure they had quite a bit of drainage on them, but there was no active drainage at the lead extension site or the pocket site. The hcp noted upon reopening the pocket at the stage 2 procedure, it looked clean with no visible sign of infection. The patient was seen back at the office for complains of discomfort at the implant site. The device explanted in its entirety. The hcp stated that when the site was opened there was a significant amount of pus. The patient was being referred for treatment of the infection. It was noted the issue was resolved at the time of the report. It was noted the patient had a history of fecal incontinence. The patient was listed as alive with no injury at the time of the report. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep) who stated that the wound was cleaning up well and that the healthcare professional was sending the patient to be tested to ensure they did not have (B)(6). No further complications were noted or anticipated